Manufacturer narrative:
Analysis and results: there are two previous complaints of this code-batch regarding this issue that were closed as not confirmed. We manufactured and distributed in the market 4,896 units of this code-batch. There are no units in our stock. We have received 7 opened samples where needle is missing, and the thread is still wound on the pack. Although without any closed sample we cannot carry out an analysis in order to take a decision, taking into account the defective units sent and this is not the first complaint for this code-batch regarding this issue, we consider this complaint as confirmed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. We apologise for any inconvenience that this issue may have caused, and thank you for your collaboration. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Anyway, you will receive a credit note for one box of product for the units sent for analysis. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K011375.

Event description:
It was reported an issue with monosyn suture. The client reported that the needle detaches from the thread. Veterinary use.